Event description:
A male peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to not feeling well (symptoms not specified). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime. The culture resulted positive for escherichia coli (e. Coli) and the vancomycin was discontinued. The patient¿s symptoms continued to worsen resulting in hospital admission on (B)(6) 2022. During the hospitalization, the patient had a perma cath placed and the pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). The discharge date was not available. It is unknown if the patient will remain on hd or return to pd therapy. The cause of the peritonitis has been attributed to an unspecified bowel issue. The pdrn stated this was not a touch contamination event and there were no issues with the liberty select cycler or cycler set. No further information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the e. Coli peritonitis event. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler set. Additionally, there is no allegation of a defect reported for this event. E. Coli is one of the most common organisms causing gram-negative pd-related peritonitis and is often associated with high probability of technique failure and mortality. The pdrn reported that the cause of the peritonitis was a bowel issue. Peritonitis can be caused by transmural migration of intestinal microbes. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A male peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to not feeling well (symptoms not specified). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime. The culture resulted positive for escherichia coli (e. Coli) and the vancomycin was discontinued. The patient¿s symptoms continued to worsen resulting in hospital admission on (B)(6) 2022. During the hospitalization, the patient had a perma cath placed and the pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). The discharge date was not available. It is unknown if the patient will remain on hd or return to pd therapy. The cause of the peritonitis has been attributed to an unspecified bowel issue. The pdrn stated this was not a touch contamination event and there were no issues with the liberty select cycler or cycler set. No further information was available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Corrected information provided in a3, b3, and d10.

Event description:
A male peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to not feeling well (symptoms not specified). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime. The culture resulted positive for escherichia coli (e. Coli) and the vancomycin was discontinued. The patient¿s symptoms continued to worsen resulting in hospital admission on (B)(6) 2022. During the hospitalization, the patient had a perma cath placed and the pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). The discharge date was not available. It is unknown if the patient will remain on hd or return to pd therapy. The cause of the peritonitis has been attributed to an unspecified bowel issue. The pdrn stated this was not a touch contamination event and there were no issues with the liberty select cycler or cycler set. No further information was available.